Event description:
Update: additional information from the registered nurse bsn states this was a cystoscopy procedure and the image issue occurred at the beginning of the procedure. The device was used with a laborie scope for visualization. The procedure was delayed 10 minutes due to the event. The intended procedure was completed was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on new information from the customer, the device evaluation, and the legal manufacturer's final investigation. The subject device was returned to the service center for evaluation. The customer¿s complaint of ¿ no image¿ was confirmed due to a faulty cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a faulty cable unit. The root cause of why the cable unit failed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The unit will be returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, when the unit was plugged in to use with the rigid scope the display was black and at times fuzzy. It is unknown if the intended procedure was completed. There was no patient injury reported.